Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. Both the distal hypotube and the ptfe shrink tubing were also intact, with no signs of elongation. The distal end of the braid was not open and frayed, but the proximal end was found to be opened and frayed. The pushwire showed no bends, and there were no defects in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was confirmed, as the distal end of the braid was not open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damage to the braid, or deployment of the braid in a bend of the vessel. The customer noted that the vessel tortuosity was moderate and that the braid was not positioned in a bend, which rules these factors out as possible causes. It is possible that damage to the braid contributed to the failure to open. Such damage can occur from resheathing the braid more than twice, excessive manipulation, improper deployment techniques, pushing or pulling the delivery wire against resistance, or deploying or resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open. The patient was undergoing a procedure via femoral artery access for flow diversion stent treatment of an internal carotid artery (ica) c4 segment unruptured saccular aneurysm. The aneurysm max diameter was 5.6mm and the neck diameter was 3.2mm. Patient's vessel tortuosity was moderate. It was reported that the devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). During the procedure, the pipeline tip end could not be opened. Multiple attempts were made to retrieve and attempt to open, but the stent could not be opened. The system was removed and both the pipeline and the phenom 27 microcatheter were replaced to complete the procedure successfully. There was no harm or injury to the patient associate with this event. Ancillary device: navien distal access catheter.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (lot: 230663927); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The section of the pipeline that did not open was the distal tip end. The pipeline had not been placed in a vessel bend when it failed to open. Multiple attempts were made to retrieve and reopen the device, but it still failed to open; no other additional steps or devices such as wires, catheters, or balloons were used. After removal, no damage was observed to the pipeline, and there was no resistance during delivery. Additionally, there were no problems reported with the phenom 27 microcatheter.

Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.